Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported unit will not turn on intermittently. When unit does turn on, it is sometimes intermittent that it will not turn off. No patient involvement.